Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise that was oversensed and lead to inappropriate shocks and inappropriate anti-tachycardia pacing (atp) as well as mode switches and under pacing. The patient is not dependent and therapy was not exhausted. A lead revision is planned and the patient will be upgraded to a biventricular ICD. The tachy therapy was turned off and the patient is wearing a life vest for support. The device is programmed to pace at 60 beats per minute. There were no adverse patient effects reported.

Manufacturer narrative:
The device currently remains implanted. This investigation will be updated should further information be provided.

Event description:
--